Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from 12/16/2016 to 10/30/2020 and note that this device has been returned for service one time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Rear case damage / (B)(4) the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that there was a broken pressure board. There was no patient involvement.